Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient began treatment with vancomycin (route not reported, 2 grams per 5 days) and gentamycin (route not reported, 20 milligram per day) for peritonitis. On an unreported date, the patient also treated with unspecified medication as additional treatment for peritonitis. Patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.